Manufacturer narrative:
The event of a steam pop and av block was reported. The catheter met specifications for electrical and temperature testing with no functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and subsequent av block may have been procedure related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a paroxysmal supraventricular tachycardia, a steam pop occurred in the right atrium resulting in atrioventricular (av) heart block. Ablation was conducted with the ampere and the power settings were at 55 w using temperature control. At the time of steam pop, the temperature was 52 degrees. The ablation procedure was stopped since the patient developed transient atrioventricular (av) block due to the steam pop. The patient was transferred for observation and sinus rhythm was restored without any intervention. The patient is in stable condition.